Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the actual device used in this incident, it was found that device was set to out of service at that time. A technical support specialist contacted the customer, but no further responses were received. Also, there was no information received about repair information. The tss then closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wrong drug was listed in pocket. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wrong drug was listed in pocket. There were no adverse events or injuries reported based on this event.